Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced infected mesh, hemorrhagic, purulent material, abscess, chronically draining cavity, mesh migration, granulation tissue, and open wound. Post-operative patient treatment included revision surgery, incision/irrigation/drainage of wound, and partial mesh removal.